Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; h2; h6; h11. Upon receipt of additional information, it was determined that the previous report was filed with an incorrect MFR. An updated report will be filed with MFR 0001822565. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, it was determined that the previous report was filed with an incorrect MFR. An updated report will be filed with MFR 0001822565.

Manufacturer narrative:
(B)(4). D10: medical product: nk2r fem comp r/pc/2: catalog#: 6205-12-021, lot#: ni; unknown natural knee tibial tray: catalog#: ni, lot#: ni; unknown articular surface: catalog#: ni, lot#: ni. G2: foreign: germany. Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee procedure on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient underwent revision surgery of the patella component due to wear and moderate osteolysis. During the patella revision procedure, the femoral component was additionally found to be fractured. This femoral component was revised at a later date. Due diligence is in progress for this event regarding the patella revision; to date no additional information has been provided.